Manufacturer narrative:
Additional information was added to h4 and h6: h4: the device was manufactured from september 10, 2020 - september 11, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of an english-chinese infusor lv (large volume) ruptured during a patient infusion. The set was filled with an unspecified medication. There was no patient injury or medical intervention associated with this event. No additional information is available.